Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited that sandstorm like noise covering the entire image temporarily during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event noise appeared on the image was cause due to on circuit board of scope connector. The most probable cause of the malfunction caused traced to the component failure. The most probable cause of the additional malfunction of foreign objects found in the nozzle was observed during the investigation could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified/the following deviation from instructions for use was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.